Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10(concomitant med products) the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella device was inserted in a 53-year-old male with a past medical history of coronary artery disease (cad) and renal insufficiency. The impella was inserted for ventricular support during a protected percutaneous coronary intervention (pci) on (B)(6) 2024. After the impella was inserted, the patient experienced atrial flutter and was cardioverted to sinus tachycardia. The patient was placed on intravenous (IV) amiodarone for preventative care until on (B)(6) 2024, when he was cleared and put on oral amiodarone for prophylaxis. Atrial flutter was determined to have a probable relationship to the impella device. The event is considered recovered with no sequelae. On (B)(6) 2024, the intra-aortic balloon pump (iabp) was removed. The patient had a cold right lower extremity on exam on (B)(6) 2024. There were slightly improved doppler pulses on (B)(6) 2024 but on (B)(6) 2024, an angiogram showed blood clot in the superficial femoral artery. Aspirin and plavix were given. A thrombectomy was scheduled, but the patient expired before the procedure could be performed. Right lower extremity ischemia was determined to have a probable relationship to the impella device. The event is considered not recovered/not resolved. On (B)(6) 2024, the patient showed signs of worsening kidney function, and was monitored by nephrology due to the patient's history of kidney disease. The patient was diagnosed with acute kidney injury (aki) and was placed on dialysis starting on (B)(6) 2024, which significantly improved his kidney function, but the patient expired before the aki was completely resolved. Acute kidney injury was determined to have a possible relationship to the impella device. The event is considered not recovered/not resolved. On (B)(6) 2024, the patient was noted to have worsening hypoxia and placed on a venti-mask. The patient was upgraded to the intensive care unit (ICU) and placed on a high-flow nasal cannula, then was re-intubated on (B)(6) 2024 with worsening status. He remained intubated until the family withdrew care, and the patient expired on (B)(6) 2024. Worsening acute hypoxic respiratory failure was determined to have a probable relationship to the impella device. The event is considered not recovered/not resolved.